Manufacturer narrative:
Summarized patient outcomes/complications of high residual gradients after transcatheter aortic valve implantation in raphe-type bicuspid aortic valve stenosis were reported in a research article in a subject population with multiple co-morbidities including obesity, hypertension, diabetes, previous pacemaker implantation, coronary artery disease, peripheral vascular disease, carotid artery disease, atrial fibrillation, previous stroke/transient ischemic attack, heart failure, heart block, aortic stenosis, aortic regurgitation, and mitral regurgitation. Some of the complications reported were aortic valve stenosis, hemorrhage, stroke, unexpected medical intervention, surgical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It was reported that navitor transcatheter heart valve was implanted in a native bicuspid aortic valve. It should be noted that the navitor¿ transcatheter heart valve, instruction for use (IFU), the navitor¿ valve is indicated for patients with symptomatic severe native aortic stenosis who are considered high or extreme risk for surgical aortic valve replacement (avr). In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. Literature attachment: high residual gradients after transcatheter aortic valve implantation in raphe-type bicuspid aortic valve stenosis: insights from the ad-hoc registry b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "high residual gradients after transcatheter aortic valve implantation in raphe-type bicuspid aortic valve stenosis: insights from the ad-hoc registry", was reviewed. This research article is a retrospective multi-center study to identify incidence, predictors and outcomes of high residual gradients (hrg) after transcatheter aortic valve implantation (tavi) in sievers type 1 bicuspid aortic valve (bav) stenosis. The devices included in this study were portico/navitor, evolut r, evolut pro, evolut pro+, acurate neo, acurate neo2, sapien 3, sapien 3 ultra, lotis, myval, venus-a-plus, taurus, priz-valve. The article concluded that after tavi in sievers type 1 bav stenosis, hrg occurred in around 4% of cases and were associated with an increased risk of major adverse cardiac events (mace) and neurologic events. [The primary and corresponding author was antonio mangieri, department of biomedical sciences, humanitas university, pieve emanuele, mi, italy, with corresponding email: antonio.mangieri@gmail.com]. This study included all consecutive patients with severe as and sievers type 1 bav treated with transfemoral tavi in 24 international centers between 01 january 2016 and 31 january 2023. A total of 972 patients were included in the study, of which 5.34% (52) received an abbott device. The normal gradient group average age was 78 years. The high gradient group average age was 76 years. The primary gender for the normal gradient group was male. The primary gender for the high gradient group was female. Comorbidities included obesity, hypertension, diabetes, previous pacemaker implantation, coronary artery disease, peripheral vascular disease, carotid artery disease, atrial fibrillation, previous stroke/transient ischemic attack, heart failure, heart block, aortic stenosis, aortic regurgitation, and mitral regurgitation.